Manufacturer narrative:
Batch review performed on 11 february 2019: lot 184386: (B)(4) items manufactured and released on 03-oct-2018. Expiration date: 2023-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/e reference 01.32.3644hct (k103721), lot 185986: (B)(4) items manufactured and released on 20-sep-2018. Expiration date: 2023-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2019, the patient had a primary total hip surgery. The patient was dysplastic and the surgeon found it difficult to get femoral exposure. Presently, two days after primary surgery, the patient came in complaining of pain due to a dislocation of the head from the liner. The dislocation occured while the patient was using the restroom. The patient was closed reduced and no revision surgery is scheduled at this time. The closed reduction was performed successfully.